Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: clinical details note that rp flex was placed during CPR. Patient continued to have suction on both rp flex and 5.5 and could not tolerate above p-5 on either device. A lot of volume was administered throughout the case. Data log review showed no motor current spikes or purge trends. Placement signal was trending downward near the end of the case on 11-june-2025. Cvp was negative most of the case and was lower on higher p-levels. No product was returned. The root cause of the suction was most likely patient condition related since the patient could not tolerate higher p-levels, required multiple rounds of volume, and had a negative cvp based on data logs.

Event description:
It was reported that a patient implanted with an impella cp-rp flex experienced suction events in both pumps. The team tried to resolve the issue by infusing albumin. After 26 hours the rp flex was explanted and the cp was escalated to an impella 5.5 pump. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.